Event description:
Additional information noted that a follow up took place and no further inappropriate sensing was noted. An x-ray did not show a lad or a header issue and isometric testing did not show any sensing issue or large pace impedance measurement changes. The device was reprogrammed with the minute ventilation rate response off and the right ventricular sensitivity decreased. The right ventricular lead is a competitor lead. No further changes were made and the system remains implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that attached files were sent for review to boston scientific technical services (ts) regarding possible electromagnetic interference resulting in pace inhibition on the right ventricular channel. The patient felt dizzy on different occasions. Ts review noted that the signal is being oversensing on the right ventricular electrocardiogram and is the result of the minute ventilation stimulus being oversensing. Ts noted that the only way this would occur would be high pace impedances in the system. Ts discussed possible root cause for the reported observations and discussed doing an x-ray to verify the right ventricular lead integrity. Ts also discussed turning the minute ventilation sensor off. There appeared to be inhibition for about six seconds with no underlying rhythm noted.